Manufacturer narrative:
The reported event of sensing noise and pacing problem were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis was performed, including output verification, sensitivity test, cross talk noise test, and inspection of the header and connectors, which revealed normal device characteristics with no anomalies contributing to the reported event. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-14047 and 2017865-2023-14048. The patient presented into the emergency room after experiencing multiple episodes of syncope and falling. Upon investigation, episodes of noise resulting in oversensing were observed. It is unknown if these episodes were due to the device, right atrial (ra) lead, or right ventricular (rv) lead. The device, ra lead, and rv lead were all explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.